Event description:
It was reported that the pt could use only 6 electrodes due to hypoplasia. A hole in the rear ear canal was detected - the electrode was visible. The surgeon decided to reconstruct and replace the ci by one with a compressed electrode. Therefore, the pt was reimplanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.